Event description:
Reportable based on analysis completed on (B)(6) 2013 it was reported that during a percutaneous coronary intervention procedure (pci), the guide wire tip was damaged. The target lesion was located in the mid left anterior descending artery (lad). While delivering the 185 cm pt2 guide wire into the patient, the physician noted that the tip of the device was lifted up. The device was removed and the physician elected to stop the procedure. No patient complications were reported and the patient's status is stable. However device analysis revealed that the ribbon of the device was separated

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the visual inspection was performed and the device presents: the distal tip damaged, the device has two kinks at 0.5 cm and 17 8 cm from the proximal end, and three bents at 176 cm, 180 cm and 183.3 cm from the proximal end. Also, the distal tip of the wire presents evidence of separation of the ribbon. All the measurements taken were found be within specifications. The returned device was sent for external analysis to determine the fracture failure mode which revealed the fracture occurred due to a shear/tear overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).